Event description:
Additional information was received that the patient underwent an explant due to pain associated with stimulation, the perceived continuous stimulation, and the other unspecified event that occurred after their previously reported fall. The suspect device has not been received by manufacturer to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient fell onto their head and neck from scaffolding and is now unable to receive care or an MRI for the fall due to their malfunctioning generator. The patient's report noted that the outcome of the event was other serious or important medical event, life threatening with the type of event being a serious injury, this was reported in medwatch report #mw5162303. Exact details of the serious injury event that was reported to be life threatening are unknown. The reported generator malfunction was perceived continuous autostimulation for 15-20 minutes (previously reported in medwatch report #mw5118857), where a true malfunction was not confirmed. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.